Event description:
30/33 reference (B)(4) for all attachments and related complaints) leaking of tubing and/or filter in the tubing for all sets involved ac-2018-0139 sets leaked at the filter ? No patient injuries reported veletri.